Manufacturer narrative:
The field service engineer (fse) discovered the defective probe and replaced it to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that, while running samples, drops of fluid were seen on top of the test tubes after being aspirated by the probe from the unicel dxh 800 coulter cellular analysis system. The uncontained leak consisted of diluent and blood. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.